Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with syncope and complete heart block. It was further reported that the high impedance warning tripped. The lead was capped and replaced. No patient complications have been reported as a result of this event.